Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the damaged o2 sensor, which resolved the reported issue. The ventilator passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator oxygen (o2) sensor was found damaged. There was no patient involvement.